Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 maxzero¿ zero reflux IV connectors experienced air in line, and leakage. The following information was provided by the initial reporter: all tested claves showed leakage and air entry into the system causing delay in the beginning of the procedure, as it was connected to the central catheter.

Manufacturer narrative:
H6: investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21105110. The feedback provided by the customer indicates leakage and air were detected in the maxzero component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21105110 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that 5 maxzero¿ zero reflux IV connectors experienced air in line, and leakage. The following information was provided by the initial reporter: all tested claves showed leakage and air entry into the system causing delay in the beginning of the procedure, as it was connected to the central catheter.